Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (concentration 2000 mcg) at a daily dose of 250 mcg via an implantable pump for intractable spasticity and a head/brain injury. On (B)(6) 2015, the patient presented to the emergency room (ER) with drainage from the pump pocket location, inflammation, fluid collection and redness. The ER then sent the patient home. The patient sent a picture to their healthcare professional (hcp), who reported the pump pocket site looked infected. The patient was not seen by the hcp and no testing was performed, but an infection was suspected. The infection was not confirmed. It was later reported via the patient's father and the ER hcp that the wound dehisced and the pump was subsequently removed during the week of (B)(6) 2015. The patient was doing well and on oral baclofen. The patient had a clinical follow-up scheduled for (B)(6) 2016.